Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 18, 2018, it was reported that the unit had a ratcheting (the mesher wasn¿t functioning properly) issues. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was march 21, 2017 where it was reported that the device was not ratcheting or meshing and the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet, shoulder bolts, lathing pin, ball detents, and hinges were replaced. This is not a related issue. Product review of the skin graft mesher on november 5, 2018 revealed that the pretest calibration and sample mesh could not be taken due to the bent comb. The ratchet gear would not turn and the set screws which hold the ratchet to the roller were turned in too far. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 5, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, and ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the ratchet gear would not turn. The cause of the ratcheting issues was due to the ratchet gear not being able to turn. The root cause of the ratcheting issues could not be determined with the provided information since it is unknown how they became damaged. The issue was resolved with the ratchet being replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the unit had ratcheting (the mesher wasn¿t functioning properly) issues. The event occurred during testing. There was no harm or delay reported.